Event description:
Per email (medwatch report mw5106769, report date: 06-jan-2022): spontaneous call from patient who reports pump was alarming with no disposable pump won't run. Patient was able to switch to her back up pump to continue infusing. Patient states this is third time she has had this issue. She is not sure if it is a cassette issue or a pump issue. Patient did not have lot number for cassettes. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? No. Did we [MFR] replace device? Yes. Did the patient have a backup device they were able to switch to? Yes if yes , was the patient able to successfully continue their infusion? Yes is the infusion life-sustaining? Yes did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? No. Did we [MFR] replace device? No. Did the patient have additional cassettes they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Additional information received and attached by ICU medical on (18-feb-2022): patient details, pump serial number, pump and cassette not available for return.